Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cross action brush head detached, pin broken, head broken [device breakage]; no adverse event [no adverse event]; thought it was fake- cross action brush head [suspected counterfeit product]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that an oral-b power oral care refill crossaction became detached that morning. She stated the pin was broken, the head was broken. She thought it was fake, but could not remove the oral-b letters. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was reported.

Event description:
Cross action brush head detached, pin broken, head broken [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 22-feb-2018 that an oral-b power oral care refill crossaction became detached that morning. She stated the pin was broken, the head was broken. She thought it was fake, but could not remove the oral-b letters. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was reported. 18-mar-2018 consumer follow-up via e-mail: the consumer reported 2 oral-b toothbrushes were sent with the complaint that the brush becomes detached from the holder (stem) or breaks off in the mouth. No symptoms were reported. No further information was reported.

Manufacturer narrative:
06-apr-2018 product investigation results: the reporter returned toothbrush head on 05-apr-2018. Toothbrush head confirmed to be counterfeit.